Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 11/26/2025. It was reported that adverse event occurred. On (B)(6) 2025, the patient reported that she had to go to the hospital because the app did not record the insulin dosage she entered, which ultimately led to an insulin overdose. According to the patient, this issue occurred on two occasions. This report is capture one of the two events. The patient stated that when she entered her insulin dose in the app, the entry disappeared. As a result, she was unable to track when she had administered insulin. During one of the occasions (unclear which of the two), the patient explained that at approximately 4:00 am, she registered an insulin treatment in the app. The entry initially appeared but later disappeared. From that day onward, the app only displayed the afternoon treatment at 1:33 pm, showing 36 units of insulin when the cgm reading was 383 mg/dl. No additional details were documented. Attempts to follow up with the patient were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that cgm app and os incompatible due to unsupported os on smart device occurred. On (B)(6) 2025, the patient reported that she had to seek hospital care due to an insulin overdose. She stated that the app was not consistently recording the insulin dosages she entered. According to her, the entries initially appeared but later disappeared from the app. No additional details were documented regarding the event. Attempts to follow up with the patient were made but were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the supplemental MDR, additional information was received on 12/17/2025. It was reported that adverse event occurred. Data was further reviewed. Confirmation of the complaint was undetermined via data. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).